Event description:
Facility reported separation between drip chamber and upper fitment of set, causing leak of saline flush. Date of event unknown. No patient harm reported. Tubing has been requested for evaluation but has not been received to date. Follow-up report will be filed if set is received at later date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.